Manufacturer narrative:
Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set leaked from the luer valve. This was observed during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and the reported leak was not depicted. As the device was not received for evaluation; a device analysis could not be completed. Additionally, a retained sample was evaluated. A visual inspection was performed on the retained sample and did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.